Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and reset was unsuccessful. The foreign patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).